Event description:
The customer reported that the "machine is not working in battery mode and when the machine is switched on in ac mode it automatically goes on battery capacity test". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the "machine is not working in battery mode and when the machine is switched on in ac mode it automatically goes on battery capacity test". There was no reported patient involvement. The customer received a quote for the bezel assembly. No further information is available on this case. We are unable to determine the cause of the reported symptom(s) from the available information. No further communication was requested and none is warranted. Based on the customer's report we are considering this a malfunction but we cannot determine the cause from the available information.